Event description:
It was reported by service report that the bed had intermittent power, as the main power cord power prong was loose, and the auxiliary power cord ground prong was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug with loose power prongs and power cord plug missing ground prong.